Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The lead was found to be fractured as well. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed high impedance on the right ventricular lead. Patient was stable and would be brought in clinic for further evaluation.